Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and fallopian tube perforation ('perforation ¿ fallopian tubes/migration') in an adult female patient who had essure (batch no. C35242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic, dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, allergy to metals, urinary tract infection, vaginal discharge, fatigue, nausea and weight decreased outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, nausea, pelvic pain, urinary tract infection, vaginal discharge and weight decreased to be related to essure. The reporter commented: patient received treatment for: dysmenorrhea, dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, breakage, migration, fallopian tubes perforation, uti, vaginal discharge, fatigue, nausea, weight loss. Previously reported insertion date (B)(6) 2016. Select all injuries resolved post-removal: none. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) result not provided. Batch no c35242 production date 2014-03-06 expiration date 2017-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-nov-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and fallopian tube perforation ('perforation ¿ fallopian tubes/migration') in an adult female patient who had essure (batch no. C35242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic, dysmennorhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, allergy to metals, urinary tract infection, vaginal discharge, fatigue, nausea and weight decreased outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, nausea, pelvic pain, urinary tract infection, vaginal discharge and weight decreased to be related to essure. The reporter commented: patient received treatment for: dysmenorrhea, dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, breakage, migration, fallopian tubes perforation, uti, vaginal discharge, fatigue, nausea, weight loss. Previously reported insertion date (B)(6) 2016. Select all injuries resolved post-removal: none. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on 01-oct-2016: essure confirmation test(s) (unspecified) result not provided. Most recent follow-up information incorporated above includes: on 28-oct-2020: medical record received lot number was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and fallopian tube perforation ('perforation ¿ fallopian tubes/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic, dysmennorhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, allergy to metals, urinary tract infection, vaginal discharge, fatigue, nausea and weight decreased outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, nausea, pelvic pain, urinary tract infection, vaginal discharge and weight decreased to be related to essure. The reporter commented: patient received treatment for: dysmenorrhea, dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, breakage, migration, fallopian tubes perforation, uti, vaginal discharge, fatigue, nausea, weight loss. Previously reported insertion date (B)(6) 2016. Select all injuries resolved post-removal: none. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: essure confirmation test(s) (unspecified) result not provided. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information updated. Previously reported event was updated with new events: breakage, migration/ perforation ¿ fallopian tubes, chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, back pain, nickel allergy, uti, vag. Discharge, fatigue, nausea, weight loss. Lab data added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and fallopian tube perforation ('perforation ¿ fallopian tubes/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic, dysmennorhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, allergy to metals, urinary tract infection, vaginal discharge, fatigue, nausea and weight decreased outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, nausea, pelvic pain, urinary tract infection, vaginal discharge and weight decreased to be related to essure. The reporter commented: patient received treatment for: dysmenorrhea, dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, breakage, migration, fallopian tubes perforation, uti, vaginal discharge, fatigue, nausea, weight loss. Previously reported insertion date (B)(6) 2016. Select all injuries resolved post-removal: none. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.